Event description:
It was reported by the patient that the implantable pulse generator (ipg) was causing her trouble. Follow up with the patient's clinic indicate that the patient has not been seen. The device remains in use. No further patient complications have been reported as a result of this event.